Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that there is missing pieces between reservoir and battery compartment. Customer stated that damage during car accident. Customer agreed for the cot pump and will send back oow pump. Customer was advised will need to be replaced.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test, and error test. No motor noise anomaly noted. The motor was tested outside of the device and passed. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted. We were unable to confirm broken belt clip due to pump received without belt clip.